Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were investigated, and it was confirmed that the pump was operating at p9 but not able to achieve flows higher than 3.0 l/min. Unfortunately, since the optical signal was out during the entire case, there was no way to investigate the placement signal for any trends. There were no motor current spikes throughout that would indicate biomaterial ingestion. The only indication of something disrupting flows was a drop in motor current and flow shortly after case start. This could potentially be material from the red lumen still being in the cannula and hitting the impeller, but it would not be an indication of biomaterial ingestion. Returned product was investigated, and there were no abnormalities found. The pump was able to run at p9 sustaining flows well above 3.0 l/min for several minutes. Since the failure mode did not reproduce and there was no way to investigate the pressure waveforms during the case to see if a patient condition was causing the low flow, the root cause of the low flow could not be determined.

Event description:
The us complainant had a user error at the time of case start. The team left the easy guide lumen in the pump upon insertion. The pump was placed and had 2 alarms - the optical signal and low flows occurred. The pump was explanted and patient survived.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. After turning on the pump with the red lumen still in the cannula, the placement signal not reliable (psnr) alarm triggered. Data logs were investigated, and roughly two minutes after the pump was turned on, it triggered alarm 13 (high motor current), and all the optical parameters went out of specification. The signal-to-noise ratio (snr) dropped to zero, contrast dropped, lamp increased, and gain increased. This aligns perfectly with an alarm saying the pump has been unplugged while still running. This is an indication of an air gap. Then, the pump is turned back on when in the patient, and all optical parameters continue to be out of specification, triggering the psnr alarm. It does not resolve at all during the case. Returned product was investigated and there were no abnormalities found: 5s parameters were normal, the pump passed the laser continuity test, and the pump was able to run at p9 in a bucket while maintaining normal optical parameters. Based on the field data logs and the failure mode not reproducing, the root cause of the optical signal issue was determined to be an air gap. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H.6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-16064. D.10. Concomitant medical products and therapy dates updated. G.1. Reporting contact email updated.